Manufacturer narrative:
If implanted; give date: unknown if lens was implanted. If explanted; give date: unknown if lens was implanted therefore, unknown if explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00v intraocular lens (iol) was curved. It was noted that there was no patient injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/22/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received and the lens was stuck behind the sticker (patient label) on the daisy wheel. Visual inspection shows that the lens is dirty. Additional evaluations by an sme (subject matter expert), under 12x magnification, found that the lens was not damaged. A probable cause for the reported, observed damage by the physician is that the lens was not correctly positioned in the daisy wheel, which may have caused it to deform. It was also noted that the lens was not damaged on the edge of the optics. This deformation is reversible in nature. Had the physician waited a couple of minutes, the lens would have re-assumed its natural form. The deformation reported was reversible and not permanent. This most probably occurred during packaging or in transit. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.